Manufacturer narrative:
A ge service representative performed an onsite investigation. The main cable needs to be replaced. No further information is available.

Event description:
The customer reported that the system shut down on its own during a procedure. No patient injury was reported.